Event description:
It was reported that the incorrect medications were programmed and no priming bolus was done at device implant. It was also reported that the pump did not program correctly; a priming bolus was programmed, but was not seen in the pump logs. Drug concentrations were incorrect. The pump indicated it was turned off. X-rays showed that it was not turned off. The pump reservoir was aspirated. The expected and actual volumes were accurate. The pt had increased pain. Headache, nausea, vomiting, and weakness associated with the above events. The dosage was adjusted. One week after implant, the pt was doing better. The pt was being monitored by the hcp. The pt outcome was reported as 'recovered without sequela."